Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported a hematoma occurred post implant of the implantable pulse generator (ipg) system. It was further reported the device pocket had been opened by the patient and was noted upon clinic visit. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.